Event description:
Loss of osseointegration, periodontal disease at time of surgery, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant wasn't completely covered by bone, fistula, abscess, bleeding, inflammation. Patient is smoker.